Event description:
The user facility reported that their 16 inch century vac sterilizer was leaking water. No procedural delays and/or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit. An employee of the user facility stated that the sterilizer leaked onto the floor, into a corner of the room. The area of the room where the leak occurred is a 'non-walking' area. The leak extended approximately 2 feet from the unit and saturated the floor tiles. Inspection of the unit revealed the jacket trap to the drain piping was leaking. The technician replaced the jacket trap and drain tube. A test cycle was performed; the unit was confirmed operational and returned to service.